Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015, during the middle of the night, the patient began feeling like the lvad pump was grinding. The lactate dehydrogenase (ldh) level was in the 500u/l range. The nurse was concerned that the pulsatility index (pi) that had been in the 8 range was now consistently in the 2-3 range. An unspecified bolus was administered to the patient during the night. Upon device interrogation, it was noted that 240 pi events were captured in one day. The pump reportedly sounded normal. The next day, the patent's ldh was 895u/l and on recheck it was 1015u/l. The patient still felt his pump was working differently. No power elevations were noted upon interrogation; however, another 240 pi events were observed. The patient had been lying in bed most of the day. The pump was noted to sound different from yesterday but was not described as grinding. No alarms were noted and the patient was not symptomatic. On (B)(6) 2015, the patient received a transplant. The patient had been listed as status 1a due to possible thrombosis and recurrent ventricular tachycardia. The pump is returning for analysis.

Manufacturer narrative:
Approximate age of device: 4 months. The explanted device is expected to be returned for analysis. It has not yet been received. Please reference medwatch MFR# 2916596-2015-00695 for previous patient events. In summary, the patient had experienced elevated ldh levels and elevated pump powers soon after implant in late (B)(6) 2014 that were treated by adding persantine to his anticoagulation regimen. In (B)(6) 2015 the patient experienced dizziness and palpitations and an ICD was implanted in (B)(6) 2015. Later in (B)(6) the patent's ldh was again elevated and the patient experienced recurrent ventricular tachycardia. This medwatch report represents the events that occurred in (B)(6) 2015 prior to transplant. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The device was returned on 06/09/2015. The report of suspected thrombus could not be confirmed and no device-related issues were identified through the evaluation of the returned lvad pump. Additionally, a root cause for the grinding felt by the patient, as well as the report of elevated lactate dehydrogenase, could not conclusively be determined. The pump was returned assembled with the driveline cut approximately 7¿ from the pump housing and the distal portion of the driveline was also returned. The inlet tube and the proximal half of the inlet conduit flex section were returned detached from the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Analysis of the log file provided by the account confirmed the report of several pulsatility index (pi) events. However, a root cause for these pi events could not conclusively be determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.